Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to bad fit with the shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. Although the product family was unknown, the (foley catheter) ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the 16 fr sure step foley catheter was leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16 fr surestep foleys were leaking.